Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was sent for review. A review of the log files revealed no external power event on 06jul2022. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a no external power alarm was confirmed via log file analysis. A review of the log files contained data spanning approximately 69 days (B)(6) 22 ¿ (B)(6) 22 per timestamp). On (B)(6) 22, the backup battery usage increased from 6 to 8, indicating that the controller lost external power but the backup battery provided power without issue until external power was restored. The periodic log file captures events at designated intervals and so the onset of the loss of power was not recorded. On (B)(6) 22 from 0:17:02 ¿ 0:17:04, while connected to the mobile power unit, no external power alarms activated due to both white and black lead voltages diminishing from 12.65 v to 0.01 v. This was consistent with a loss of ac power. The alarm cleared after power was restored. The backup battery was able to provide power to the system during this event. No other notable alarms were active in the log file. The heartmate mobile power unit (mpu) (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event cannot be conclusively determined through this analysis no further information was provided. The manufacturer is closing the file on this event.